Manufacturer narrative:
The calibration and qc recovery data provided was acceptable. The field service engineer (fse) found that the reference electrode was contaminated and replaced it. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na, k, and cl results for 3 patient samples on a cobas 8000 cobas ise module. The doctor questioned the initial results which prompted the customer to repeat the samples. The initial results were produced on ise line 2 and the repeat results were produced from ise line 1. For sample 1, the initial cl result was 122 mmol/l and the initial na result was 120 mmol/l. The repeat cl result was 103 mmol/l and the repeat na result was 139 mmol/l. For sample 2, the initial cl result was 101 mmol/l and the initial na result was 120 mmol/l. The repeat cl result was 91 mmol/l and the repeat na result was 131 mmol/l. For sample 3, the initial cl result was 84 mmol/l, the initial k result was 4.8 mmol/l, and the initial na result was 162 mmol/l with flag. The repeat cl result was 101 mmol/l, the repeat k result was 4.2 mmol/l, and the repeat na result was 139 mmol/l. The repeat results were deemed correct.

Manufacturer narrative:
The na electrode lot number is n8929. The cl electrode lot number is j1238. The k electrode lot number is x3319. The field service engineer (fse) found build-up on the sample probe and replaced it. The customer performed calibration, qc, and a 50 point precision test successfully. The investigation is ongoing.